Event description:
During a direct laryngoscopy and esophageal dilation, one of the "carrot top" dilators broke off inside pt. Surgeons unable to retrieve and opted to observe the pt post-op. No subsequent negative pt impact.